Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this sheath is being investigated for the same issue at the manufacturing site. Therefore the probable cause of this complaint issue is manufacturing related. The reported lot number is included in the scope of recall z-0207-2016.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported that during insertion that one side of the peel-away sheath introducer broke off while the sheath was still inside the patient making it difficult to remove. By pulling out the PICC catheter, the sheath came out a little bit allowing it to be split and was removed. There was no delay in treatment. No death or complications occurred to the patient.